Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that the early sensor expiration. The sensor was inserted at the upper buttocks on (B)(6) 2018. No additional event or patient information is available. No additional patient or event information is available. "Data has been received but not yet evaluated. A follow up report will be submitted upon completion".

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of early sensor expiration was confirmed. The root cause could not be determined.